Manufacturer narrative:
The actual complaint product was not returned for evaluation and a review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report stating the patient was in the operating room and his back was burned as a result of temperature fluctuations in the temperature management unit. The patient had surgery on july 22, 2014 without incident. On july 23, 2014 the patient complained of back pain. The nurse turned the patient to examine the area and observed blisters on the patient's skin. The nurse contacted the operating room and was informed the only device that came in contact with the patient's back were the temperature management pads. The operating room did not record any fluctuations in temperature from the unit during the procedure but they cannot conclude any reason the patient would have blisters on his back.